Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous vessel of the upper arm. An 8.0 x 100, 75cm mustang balloon catheter was advanced for dilation. However, during inflation at below rated burst pressure, the balloon ruptured. The device was removed without any problem and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient was in good condition after the procedure.